Event description:
On 19-jul-2023, the following information was reported to kci by the nurse: the patient was sent to a group home on (B)(6) 2023 with activ.a.c.¿ ion progress¿ remote therapy monitoring system in place. The patient apparently had no home health set up, because the v.a.c.® dressing remained in place until the unit failed. The patient was then sent to the hospital by the group home on (B)(6) 2023 where he underwent surgical removal of foreign material alleged to be v.a.c.® dressing and exploration of the wound. The patient was sent back to the group home on (B)(6) 2023 and was started with home health on (B)(6) 2023. On 24-jul-2023, the following information received via clinical records from the surgeon were reviewed: on (B)(6) 2023, a foreign material alleged to be v.a.c.® dressing was surgically removed from the patient's wound. Clear fluid was suctioned out and v.a.c.® therapy was reapplied. The wound appeared clean, and the patient was stable. The v.a.c.® dressing type and lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged foreign material within the wound requiring surgical removal was related to the v.a.c.® dressing. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. A device evaluation and device history review could not be completed. The dressing was reportedly left in the wound for over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.